Manufacturer narrative:
The reported events were dislodgement, failure to capture, and low pacing impedance. As received, a complete lead with a stylet and a clip-on-tool was returned in one piece for analysis. The reported events of failure to capture and low pacing impedance were not confirmed. Visual inspection of the lead found helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited decreased pacing impedance and loss of capture. An x-ray was performed confirming rv lead dislodgement. The physician explanted and replaced the rv lead. The patient condition was stable.